Event description:
Hcp reports the pt presented with itching, nausea, vomiting, and urinary retention. A clinical history and exam were performed. The pump's infusion rate was decreased. The morphine was then slowly increased for treatment of pain. The symptoms have since resolved and the pt is receiving good pain relief.